Event description:
I had breast implants (nagor brand) for 13 years. They caused hair loss, anxiety, migraines, inflammation, and depression¿all symptoms that disappeared within a month after the implants were removed. Ref report: mw5169400.